Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid leak at base of cylinder the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 24cmx12mm cylinders, pump and reservoir were implanted. It was added that the physician noted he thought the cause of damage to be frequent use. Should additional information be received a supplemental report will be submitted.